Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the ventricular lead was unable to be implanted. Poor testing parameters of lead impedance, capture threshold and sensing were also noted. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.